Event description:
The customer reported to baxter (B)(4) regarding the flo-gard IV solution administration set in which she observed an air alarm in sets during patient use on (B)(6) 2011. There was no patient injury or medical intervention reported. No additional information is available. This is report 2 of 3 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). Two companion samples were available at the plant for evaluation. Visual inspection revealed no non-conformances. A pump test was performed on one of the sets and the test result passed as it was within acceptance criteria. No air alarms were given by the pump hence reported problem was not confirmed. The root cause that has lead to this reported non-conformance couldn't be definitely established. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Batch file review did not reveal any issues related to this complaint and has passed all statistical sampling acceptance criteria for all tests performed including in-process testing and product testing.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.